Manufacturer narrative:
(B)(4).

Event description:
The international customer reported the unit failed to generate an audible alarm when an alarm condition was present. The visual alarm indicator was displayed. There was no patient involvement.